Event description:
It was reported that when the implant was first placed, the cover screw was seated unusually, but it was determined that this was not a problem. After waiting for osseointegration, a fracture in the cover screw was confirmed during the second surgery. Since it could not be removed, the entire implant was extracted. According to the physician, there was no excessive torque applied and there were absolutely no technical errors. The physician speculates that the threaded portion of the fixture or cover screw may have been defective during the manufacturing process.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown/not provided. G4: additional PMA/510(k) number ¿ k943604. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.